Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain'), blindness ('loss vision') and deafness ('hearing loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: results of pregnancy test and radiography of thorax were not informed. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), blindness (seriousness criterion medically significant), deafness (seriousness criterion medically significant), menorrhagia ("haemorrhages with menstruation"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("legs pain"), renal pain ("kidney pain"), abdominal distension ("abdominal swelling (I look like I was 7 months pregnant)"), headache ("headache"), anxiety ("anxiety"), fatigue ("chronic tiredness"), flatulence ("flatulence"), dyspepsia ("digestive problems"), insomnia ("insomnia"), dyspareunia ("pain during sexual intercourse"), amnesia ("memory loss"), uterine spasm ("uterine contractions"), muscle spasms ("cramps"), dry mouth ("dry mouth"), dysgeusia ("constant metal taste"), rash ("skin rash"), urinary tract infection ("urinary infections"), pruritus generalised ("itching in whole body"), iron deficiency ("iron deficiency") and feeling abnormal ("feeling bad") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, blindness, deafness, menorrhagia, musculoskeletal pain, pain in extremity, renal pain, abdominal distension, weight increased, headache, anxiety, fatigue, flatulence, dyspepsia, insomnia, dyspareunia, amnesia, uterine spasm, muscle spasms, dry mouth, dysgeusia, rash, urinary tract infection, pruritus generalised, iron deficiency and feeling abnormal outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, blindness, deafness, dry mouth, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, flatulence, headache, insomnia, iron deficiency, menorrhagia, muscle spasms, musculoskeletal pain, pain in extremity, pelvic pain, pruritus generalised, rash, renal pain, urinary tract infection, uterine spasm and weight increased to be unrelated to essure. The reporter commented: she had to leave her job on (B)(6) 2018 due to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.